Event description:
The customer reported the system displays a black screen when pressing the pedal, and a problem with water ingress. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and dried the amplifier and replaced a connector. System operates as intended.